Event description:
The user facility reported that during a posterior cervical fusion the device's pin perforated the skull. At the end of the procedure, the metal center part of the mayfield skull pin was retained in the skull when the clamp was taken off. The area was sutured and pressure dressing was applied.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.